Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, since apparently different brain tissue than intended has been resected and the pt had increased risk of infection due to undraping and re-draping, although: there is no indication of a systematic error or problem of the brainlab device, the corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place, according to the hospital, no actual serious injury has occurred for this specific pt. The most probable root cause of the determined inaccuracy is a bent pointer, used for performing and verifying the initial pt registration, that lead to a shift between the info displayed in the navigation system and the actual pt anatomy. The specific root cause for pointer being bent is most likely wrong storage of the pointer e.g. During sterilization. The shift of navigation info was apparently not detected by the user with the according verification functionalities of the navigation software that are available. There is no indication of general problem of the device. According measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer a replacement part and an additional training to this hospital.

Event description:
A cranial biopsy was planned to be performed with the aid of the brainlab cranial navigation system. During the procedure the surgeon: performed the verified the initial registration of the patient with an unsterile brainlab pointer. Draped the patient and aligned the biopsy needle with the aid of brainlab navigation. Took according samples of brain tissue that were unexpectedly determined to be non-diagnostic tissue. Verified the accuracy of the navigation with a sterile brainlab pointer and determined a shift between the information displayed in the navigation system and the actual patient anatomy. Performed troubleshooting, including undraping and re-registering the patient twice. Finally, determined that the initial unsterile pointer shows a different result then all other pointers used, and therefore is apparently bent. Performed a patient registration with a new set of pointers and took further biopsy samples. According to the hospital, there have been no negative clinical effects for this specific patient due to this issue.